Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m212946 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test base part number 190-430 / lot m212946. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172637 showed that the complaint rate is (B)(4) % respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2022. The patient tested positive with the ID now covid-19 assay and generated a positive result. Retesting was performed on the same day with the ID now covid-19 assay and generated a negative result. Nasopharyngeal swab was used for both tests. The patient reportedly had fever. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Device information: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.